Manufacturer narrative:
A tls3 35c was returned, decontaminated and investigated. The returned tls3 35c was evaluated and connected to the power supply and energized with no issues. Analysis of the tls3 device revealed that the boot was torn which confirms the complaint. A closer inspection of the returned device indicated that the heat spreaders were severely damaged. The distal and proximal ends exhibited scratches and bends that may occur during trocar insertion and retraction when the jaws are not fully closed. The distal scratches and bends happened when the device was being inserted through the trocar, while the scratches and bends to the crimping legs happened when the device was retracted through the trocar. The damages to heat spreaders correlate with the right boot tear and left boot sliding forward. The right boot tear occurred when the device was inserted through the trocar; the tip of the device most likely encountered the inner trocar wall transition, therefore, the heat spreader got bent inwards and the boot tore. The boot sliding forward happened when the device was being retracted through the trocar. The trocar edge got caught on the heat spreader crimping legs which caused them to bend forward. This at the same time dislodged the boot and made it slide forward.

Event description:
During a rectum/coelio, the jaws were broken during the introduction of the tls3 to the magnetic trocar. No patient information was reported.